Event description:
This is a spontaneous case report received from a nurse in united states on 22-dec-2015 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted. The reporting nurse would like to know how many coils there are on essure device. She only wants sales consultant contact information to call right now. A health care professional is removing one at that moment and needed to know. Caller did not know address of facility and had to get off the phone immediately so no further information provided for report. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the physician was removing one coil (interpreted as medical device removal). This medical device removal is serious due to its medical importance and listed in the reference safety information for essure. Although the reason for removal was not provided, considering the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Product technical complaint analysis received on 09-mar-2016: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow up 06-apr-2016: the number of follow up attempts have been completed, without response to date. Case closed. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the physician was removing one coil (interpreted as medical device removal). This medical device removal is serious due to its medical importance and listed in the reference safety information for essure. Although the reason for removal was not provided, considering the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Based on available information, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.